Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed bubbles in the trigger line. The fsr replaced the 2500ul pump, bulk solutions which resolved the issue. Additionally, the fsr swapped both the sample and r2 syringe assy. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed one similar event on 27aug2023. No additional false elevated b12 results have been reported post the current event identified. A review of tracking and trending for the alinity I did not identify any trends for the complaint issue. A review of tracking and trending for the 2500ul pump, bulk solutions did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the 2500ul pump, bulk solutions was identified.

Event description:
The customer observed falsely elevated alinity I b12 results for one sample. The following data was provided (customer¿s normal range: 140 to 650 pmol/l): sid (B)(6) initial result = 325 pmol/l, repeat = 220 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2023-00248-00 under a different suspect device.

Event description:
The customer observed falsely elevated alinity I b12 results for one sample. The following data was provided (customer¿s normal range: 140 to 650 pmol/l): sid (B)(6) initial result = 325 pmol/l, repeat = 220 pmol/l no impact to patient management was reported.